Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and silicone migration.

Event description:
Healthcare professional reported right side rupture, silicone within the right axillary lymph nodes," pain, "inflammation" and "lumps in the armpit." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1; d.4; d.6, h.6 a review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported right side rupture, silicone within the right axillary lymph nodes," pain, "inflammation" and "lumps in the armpit." The device remains implanted.